Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Suspected device malfunction was noted in charging. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing shocking sensation whether the stimulation was on or off. It was noted that there was burning sensation at the ipg site. It was also confirmed that low rate stimulation caused pain to the patient. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing shocking sensation whether the stimulation was on or off. It was noted that there was burning sensation at the ipg site. It was also confirmed that low rate stimulation caused pain to the patient. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing shocking sensation whether the stimulation was on or off. It was noted that there was burning sensation at the ipg site. It was also confirmed that low rate stimulation caused pain to the patient. The patient will undergo an ipg replacement procedure.